Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate high readings as compared to his normal feelings/ result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 10:00am, he obtained the alleged high reading of "309mg/dl". The patient stated that he manages his diabetes with the insulin pump and "over bolused" in response to the reported issue causing him to develop "symptoms of hypoglycemia", "feeling sweaty and agitated", thirty to forty-five minutes after the alleged issue occurred. On the same day at 12:30pm, the patient went to the ER where he was administered with "IV fluids" and fifteen minutes later, was tested on the hospital's meter (unknown device) and obtained a result of "188mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that there was no control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes.